Event description:
Laparoscope dissection hook (tip) fell off during laparoscopic cholecystectomy. The tip could not be retrieved from the abdomen. There was no known adverse event to the pt. The event is being reported since this is the 2nd such event in a 5 week period. In the first event, the hook was retrieved from the abdominal cavity.